Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance alert. Patient lead is on advisory. The lead remains in service. No adverse patient effects were reported.